Manufacturer narrative:
(B)(4). D10: cat# ep-200144 lot# 66231577 act artic e1 hip brg 28x38mm. Cat# 163662 lot# 65832763 28mm mod hd std neck tp1 taper. G2: foreign ¿ australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised one week post-implantation due to the stem coming through the posterior cortex of the femur. The patient was revised to a full length stem with cable. The head and bearing were also revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical: stem. One item was returned and evaluated. Upon visual inspection there is scuffing to the taper of the device. There are also scratches to the taper and to the area around the hole. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and review identified findings of the reported issues: left total hip arthroplasty with periprosthetic fracture involving the posterior aspect of the proximal femoral diaphysis with associated angulation of the femoral stem. A definitive root cause cannot be determined. The event is confirmed via x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.